Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 381 mg/dl. Customer was not able to clear alarm due to keypad not responding. Customer states that numbers continued to scroll. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.